Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm after 15 minutes of the patient's 120-day driver exchange. The customer also reported that the driver's onboard batteries were fully charged during the reported event. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm after 15 minutes of the patient's 120-day driver exchange. The customer also reported that the driver's onboard batteries were fully charged during the reported event. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Visual inspection of the driver's internal components revealed a broken u21 pressure sensor on the main printed circuit board assembly (pcba). The damage to the main pcba was a likely result of the driver being subjected to an impact shock or rough handling. The driver passed all pressure test requirements with no anomalies. The driver alarmed after approximately 15 minutes upon startup, confirming the customer experience. Upon startup, the freedom driver is designed to not activate a fault alarm for 15 minutes, which is intended to allow time to connect to a temporary total artificial heart (tah-t). Review of the electronic history revealed a 4b fault code, which is consistent with a broken u21 pressure sensor, and it was determined to be the root cause of the customer-reported fault alarm. The customer-reported fault alarm posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The driver was serviced, which included the replacement the main pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.